Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had delivery anomaly and absence of occlusion alarm. The customer¿s blood glucose level was 102 mg/dl. The customer reported that they had performed bolus and it wont deliver the right amount. It was reported that they had not received no alarms indicating a no delivery of insulin. The insulin pump will not be returned for analysis.